Event description:
The customer reported that on (B)(6) 2011 no-value free prostate specific antigen (free psa) results with indeterminate system flags were generated on an access 2 immunoassay system for five patient samples. Patient repeat results were not supplied by the customer. An indeterminate system flag is indicative of a result that cannot be distinguished from a system failure because of relative light unit (rlu) issues. The initial no-value free psa results were not released from the laboratory and hence there were no deaths, serious injuries or modification to patient treatment associated or attributed to this event. Through troubleshooting with beckman coulter inc. Customer technical services, it was determined that the assay's s0 calibrators rlus were elevated and approximately twice that of customer free psa quality control results. An instrument check performed prior to the event met established specifications. Patient specific information and sample handling/collection information was not provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. The customer was advised by beckman coulter inc. Customer technical services to recalibrate the assay and repeat patient samples. The s0 calibrator generated rlus which were similar to released data. Patient repeat results were not provided. A definitive root cause for the elevated s0 rlus has not been determined to date.